Manufacturer narrative:
An evaluation was performed by the smith and nephew and could confirm the customer complaint for the probe was hot but a controller error was not displayed. A visual inspection was performed and showed the probe to have severe melting of the insulation at the tip and the electrode is worn. This damage is caused by excessive use and would cause the probe to become hot. No manufacturing related defects were observed.

Event description:
It was reported that, during cleaning, the probe was hot given that the controller error was not displayed. There was a back-up device available to complete the procedure, with neither significant delay nor patient/user injuries.